Manufacturer narrative:
Hardware low level failures confirmed in the downloaded history log due to broken trace at pin 1 of ambient light sensor. Insulin pump passed the self test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure. The customer¿s blood glucose was unknown. The customer reported that alarm occurred multiple times. The troubleshooting was done. The customer reported that the alarm occurred during self test. The customer stated that they were able to clear the alarm successfully able to rewind the insulin pump. Advised the pump will need to be replaced and revert to a backup plan. The insulin pump will be returned for analysis.